Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The inventory manager for a user facility reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with a user facility registered nurse (rn). The blood leak occurred approximately five minutes into the patient¿s hemodialysis (hd) treatment. The rn confirmed that the leak was internal and external. The issue was discovered when the leak was visually observed within the hansen lines, around the rim of the arterial header, and dripping on the exterior of the dialyzer housing. The fresenius 2008t machine did not alarm appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood there was no defect or damage seen on the dialyzer. The rn stated that the patient¿s estimated blood loss (ebl) was approximately 250 ml. The rn confirmed that there was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The 2008t machine was pulled from service following the reported event. The 2008t machine passed functional testing and completed bleach disinfection before being returned to service without requiring repair. No parts will be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was not performed as a serial number was not reported. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The inventory manager for a user facility reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with a user facility registered nurse (rn). The blood leak occurred approximately five minutes into the patient¿s hemodialysis (hd) treatment. The rn confirmed that the leak was internal and external. The issue was discovered when the leak was visually observed within the hansen lines, around the rim of the arterial header, and dripping on the exterior of the dialyzer housing. The fresenius 2008t machine did not alarm appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood there was no defect or damage seen on the dialyzer. The rn stated that the patient¿s estimated blood loss (ebl) was approximately 250 ml. The rn confirmed that there was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The 2008t machine was pulled from service following the reported event. The 2008t machine passed functional testing and completed bleach disinfection before being returned to service without requiring repair. No parts will be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
An engineering and risk-based evaluation of the event was performed. The primary risk control measures in the machine are minor and major blood leak alarms. The minor blood leak and major blood leak alarms trigger an audible and visual alarm, and the major blood leak alarm also triggers a stop to the blood pump and a clamp applied to the venous return line, which stops blood circuit flow and ultrafiltration. A secondary risk control is the alarms test, included in the 2008t machine operational manual as a pre-treatment machine setup test to be conducted by the user prior to patient treatment. The instructions provide multiple methods to perform the self-test, which confirms functionality of multiple alarms, relevant for this investigation, it specifically includes a verification that the blood leak alarm sensor is operating. In addition, the device history record (DHR) was reviewed and specific tests during test & calibration, final test, the alarm override function was operating correctly and the self-test check was operating correctly. The design controls, design verification, and individual machine testing conducted by both fresenius and the clinic show no evidence that the machine failed to perform as intended. Based on the engineering and risk-based evaluation of the events reported within the complaint(s), it has been concluded no device malfunction, nonconformance, or systemic quality issue was identified. The 2008t machine/system was concluded to be performing as designed with respect to blood leaks into the dialysate not triggering the blood leak alarms, major or minor.

Event description:
The inventory manager for a user facility reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with a user facility registered nurse (rn). The blood leak occurred approximately five minutes into the patient¿s hemodialysis (hd) treatment. The rn confirmed that the leak was internal and external. The issue was discovered when the leak was visually observed within the hansen lines, around the rim of the arterial header, and dripping on the exterior of the dialyzer housing. The fresenius 2008t machine did not alarm appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood there was no defect or damage seen on the dialyzer. The rn stated that the patient¿s estimated blood loss (ebl) was approximately 250 ml. The rn confirmed that there was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The 2008t machine was pulled from service following the reported event. The 2008t machine passed functional testing and completed bleach disinfection before being returned to service without requiring repair. No parts will be returned to the manufacturer for physical evaluation.